Event description:
The consumer reported her mother used the prod for an unspecified amount of time on her lower back. When the patch was removed, the consumer described blisters in the area worn. The consumer did not seek medical attn at the time of the incident and let the area heal naturally. The area resolved without scarring.

Manufacturer narrative:
The consumer may have used the prod off-label by putting pressure on the patch for an extended period of time. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.